Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. Testing revealed the system was functioning as intended. A cable was returned for analysis. Analysis found opens for pins 2 and 3 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported the axiem cable was damaged.